Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel further reported a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, metal poisoning, inflammation, damage to surrounding bone and tissue, metallosis, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2010 due to infection seeded from an infected tooth. Operative report noted the presence of purulent infection, thick fatty tissue, damage to the fistula lata, ruptured abductors, and soft tissue debris. The stem and acetabular cup were well fixed. The modular head and taper adapter were removed and replaced. Operative report noted patient underwent an additional revision on (B)(6) 2013 due to pain. Operative report noted the presence of fluid, a loose cup, and a well fixed stem. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-03493 / 03494 & 2015-01048).